Manufacturer narrative:
Investigation of this event and returned product is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that following implantation of a multifocal toric intraocular lens (iol) in the patient¿s right eye (od), the patient reported a haze on the lens. Approximately four weeks post-implantation, the iol was explanted and replaced with a monofocal toric intraocular lens (iol). In the surgeon's opinion the likely cause of the event was a haze present on the posterior surface of the iol that was not well visualized until post operative exam using a slit lamp.